Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, a double lumen power catheter 3275118 was found to be partially broken in the aircraft wing when it came to the outpatient clinic for maintenance, the catheter was placed in the hospital on (B)(6) 2024, and during this period it was maintained both in the inpatient and maintenance clinics of this area, the catheter continues to be used at the moment, and will be kept under constant observation after that. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked suture wing is confirmed; however, the exact cause is unknown. Two photographs and one video of a 5 fr dual lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed one of the suture wings was cracked. It was observed that the crack did not extend all the way down the wing. An initial visual observation of the video showed that while the clear dressing on the device was being removed, the damaged suture wing was being lifted with the dressing. No details of the damage could be discerned from the returned photographs and video. There were no distinguishing features in the returned photographs and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, a double lumen power catheter 3275118 was found to be partially broken in the aircraft wing when it came to the outpatient clinic for maintenance, the catheter was placed in the hospital on (B)(6) 2024, and during this period it was maintained both in the inpatient and maintenance clinics of this area, the catheter continues to be used at the moment, and will be kept under constant observation after that. No other information was provided.